Manufacturer narrative:
(B)(4). Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unit was received with broken off the end cap, cracked case at corner of the belt clip rails and faded serial number label. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was accidentally dropped and its bottom part was cracked or broken. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.